Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a phone conversation with a ventricular assist device (vad) coordinator on (B)(6) 2021 regarding a potential driveline infection. After seeing a picture of the patient's driveline exit site, healthcare providers decided to start the patient on oral cipro and doxycycline until their next clinic appointment on (B)(6) 2021. However, the patient was sent to the emergency room (ER) on (B)(6) 2021 following a car accident. When in the ER the patient was having episodes of ventricular tachycardia (vt) and was then transferred to the cardiac intensive care unit (cicu). An amiodarone drip was administered. The patient stated not being to recall the car accident. In the ER they determined that the patient sustained syncope due to slow vt. Blood work was done on (B)(6) 2021. The patient's infection was considered ongoing at the time of study completion/withdrawal.

Manufacturer narrative:
The arrhythmia in this event was captured under manufacturer report MFR# 2916596-2022-00538. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.